Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak and use error which resulted in peritonitis. The cause of the event was reported as due to ¿leakage¿ at the ¿twisted clamp¿ of the minicap transfer set. Pd therapy continued after the leak was observed until the next day when the patient was brought to the pd unit. It was reported the patient was not hospitalized for the event. The day after event onset, the patient was treated with intaperitoneal (ip) fortum (250mg), ip cloxa and fortum for the event (no further details). At the time of this report, the patient was not recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.